Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The patient was hospitalized for another indication and acquired peritonitis during hospitalization. The breach was further described as hospital acquired, specifically during "hospital dialysis, done manually." Five days prior to receipt of this report, the patient began treatment with vancomycin 1 gram, every three days (route not reported, duration unknown) for peritonitis. At the time of this report the patient was recovering from the peritonitis event. Dianeal therapy was ongoing. On an unreported date the patient was retrained on how to follow aseptic technique. No additional information is available.